Manufacturer narrative:
H6: investigation summary: a complaint of a cracked hub was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014914, lot number 21096013 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that during use with 2 bd alaris syringe module syringe administration set the hub was cracked and was replaced. The replacement was also cracked and leakage occurred. There was no other patient impact. It was reported by the customer that nurse found tubing cracked at hub when giving dose of IV (intravenous) abx (antibiotic), tubing saved and sent to supply chain for review. Pt parent rang to say fluid was on the floor and IV pump was leaking. Checked the syringe pump tubing and found that the hub was cracked. Replaced microtubing, administered remaining antibiotic, and turned tubing in to management. Second instance I've had of hub on microtubing being defective.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2021 was used based on age of patient. E.4. The initial reporter also notified the FDA. Medwatch report # (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd alaris syringe module syringe administration set the hub was cracked and was replaced. The replacement was also cracked and leakage occurred. There was no other patient impact. It was reported by the customer that nurse found tubing cracked at hub when giving dose of IV (intravenous) abx (antibiotic), tubing saved and sent to supply chain for review. Pt parent rang to say fluid was on the floor and IV pump was leaking. Checked the syringe pump tubing and found that the hub was cracked. Replaced microtubing, administered remaining antibiotic, and turned tubing in to management. Second instance I've had of hub on microtubing being defective.